Event description:
It was reported that on the 5th day of npwt utilizing a pico7, a nurse noticed the pump was not working although any alarm indicator lamps have not blinked. The problem was not solved by exchanging the batteries. The treatment was continued with a backup pico 7. No patient harm. No delay was reported.